Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2024-00038, 0001822565-2024-00039, 0001822565-2024-00040, 0001822565-2024-00041. D10-medical product: unknown tibial tray, unknown stem extension, unknown articular surface, unknown patella. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one year and nine months post implantation due to pain, loss of range of motion, swelling, and unspecified infection. Attempts to obtain additional information have been made. However, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain, reduced range of motion and swelling. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined for pain and swelling. For infection, the reported infection occurred greater than 90 days post implantation; therefore, implanted products are not identified as the source or contributing to the reported infection. The complaint is confirmed via medical records. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Event description:
No further event information available at the time of this report.